Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to a thoracic aortic aneurysm (taa) procedure. The proglide device was pre- flushed with saline prior to use. Reportedly, after the proglide device was inserted in the patient anatomy, there was no blood flow from the marker lumen. The sutures of two additional proglide devices were successfully preplaced. The sheath was upsized to greater than 8.5f and the taa procedure was completed. The successfully preplaced sutures of two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow from the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na